Manufacturer narrative:
The insulin pump was received with intermittent blank display due to moisture damage on the electronic stack. Unable to perform self-test, unexpected restart error test, displacement test, rewind, operating currents, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to blank display. Unable to confirm error alarm due to blank display. Device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, stained keypad overlay, stained address and serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 7.1 mmol/l at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.